Event description:
It was reported that the patient has a history of nonischemic cardiomyopathy post pump implant. The patient had recurrent hospitalizations for volume overload and is now in the hospital after admission of management of heart failure. The patient's course was complicated by a clotted access that was found during inspection of the right arm arteriovenous fistula for hemodialysis. The patient was stable and h adno complaint of pain or discomfort. Vascular surgery was consulted and a stenotic fistula was found during attempted thrombectomy on (B)(6) 2020. Venogram also showed stenotic arterial venous fistula anastomosis. Angioplasty was done on the same day and the event was considered resolved on (B)(6) 2020.

Manufacturer narrative:
Section b5: patient death is reported under MFR # 2916596-2020-05289. Previous admissions for volume overload are addressed under MFR # 2916596-2020-05026 and MFR # 2916596-2020-05049. Section d4: the heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported event cannot be conclusively determined through this investigation. The patient remained ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), until they expired on (B)(6) 2020 (refer to MFR # 2916596-2020-05289). The heartmate 3 left ventricular assist system instructions for use outlines adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 08aug2016. Although no specific adverse events were reported, the heartmate 3 left ventricular assist system instructions for use, rev. C, outlines adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that hemodialysis continued through femoral line on (B)(6)2020. The patient passed away on (B)(6)2020 with septic and cardiogenic shock listed as immediate cause of death.